Manufacturer narrative:
This product is registered as a combination product.the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited failure to sense and low pacing impedance. It was noted that the patient experienced an unrelated sickness and had a fall recently. The patient presented for a revision procedure on (B)(6) 2020 and the lead was capped and replaced successfully. The patient was stable post procedure.